Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the abdomen during a laparoscopic hernia repair extra peritoneal procedure, the end port where the camera goes in came off and the air was leaking around the camera. A new port was placed to complete the case. There was no patient injury.